Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was received with minor scratched display and a cracked case at the corner of the display window. The insulin pump was received with cracked battery tube threads and with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of a button error from the insulin pump. The customer's blood glucose level was 161 mg/dl. The customer stated that she tried to give herself a couple of units before she left home; it took a few times for her to press the button to respond. She was driving and received a button error. The patient went back home because she needed the pump since she was pregnant. The customer could not recall any significant event leading to the alarm. The customer will be sent a replacement insulin pump.